Manufacturer narrative:
Photo analysis: one image was returned showing an explanted endurant ii aortic stent graft system in vitro at the account. The system is comprised of a esbf2814c103ee bifurcate stent graft and two extension limbs. The etlw1616c124ee extension limb is positioned extending from the ipsilateral limb of the bifurcate while the etlw1616c156ee extension limb is positioned extending from the contralateral limb of the bifurcate. The suprarenal stents of the bifurcate have been transected with 4 partial sections of the suprarenal stents still attached to the proximal graft. Transectional cuts are also present to the proximal graft material. No other damage or deformation is visible to the graft system. The reported endoleak type 1a (proximal) could not be confirmed through analysis of the image returned. B3: month and year only valid b5 additional information received: it was reported that endoleak was possibly observed on ultrasound a week before the patient turned up on the emergency department. It was confirmed that there was aneurysm rupture due to the endoleak and the whole endograft system was explanted from the patient, except the suprarenal stents. There was allegation against the etlw1616c156ee <(>&<)> etlw1616c124ee limb grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak type ia was confirmed on the films provided; however, the cause of the endoleak could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. It is likely that disease progression with aortic neck and aneurysm morphology changes over the 6 years of implantation of the device may have contributed to this type 1a endoleak. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. One image was returned showing an explanted endurant ii aortic stent graft system in vitro at the account. The system is comprised of a esbf2814c103ee bifurcate stent graft and two extension limbs. The etlw1616c124ee extension limb is positioned extending from the ipsilateral limb of the bifurcate while the etlw1616c156ee extension limb is positioned extending from the contralateral limb of the bifurcate. The suprarenal stents of the bifurcate have been transected with 4 partial sections of the suprarenal stents still attached to the proximal graft. Transectional cuts are also present to the proximal graft material. No other damage or deformation is visible to the graft system. The reported endoleak type 1a (proximal) could not be confirmed through analysis of the image returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 7 years post the index procedure that a type 1a endoleak was observed on a follow up ultrasound. It was further reported the patient presented emergently to the hospital following the ultrasound complaining of abdominal pain. A new CT was performed and the physician decided to carry out an open aaa repair and explanted the endurant lls stent graft system from the patient on the same day.  No cause of event was provided.  No additional sequelae were reported and the patient will be monitored.